Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported tby the patient that he receive an alarm with four infusion set. In troubleshooting blockage was found in tubing. No further information available.

Manufacturer narrative:
Initial and final MDR 1913736 - MDR 3003442380-2024-14699 - device 2 of 4. E1: (B)(6).